Event description:
It was reported that, "the above implants were implanted by another surgeon at the same hospital. They were explanted due to recurrent dislocation and a loose femoral stem. The following were then implanted: 6070-0935a (B)(4), 6001-2600 (B)(4) and uh1-42-26 (B)(4)."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as device was discarded by the hospital. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.